Event description:
It was reported that the suture broke while tightening the knot. It did not appear that the surgeon was using unusual forces when tugging on the sutures. A knot pusher/suture cutter was being used during this case. It is unknown which one was used. There was no delay in the procedure and no patient injury was noted.